Event description:
The customer reported that the system did not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the hard drive needed to be replaced, but no conclusion can be drawn as repair info is not available.